Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open. A technical support specialist (tss) remoted in and found that drawers 1.13 were highlighted in yellow. The tss guided the client to reboot the cabinet and reseat the cables. The drawers were restarted, and the internet protocol (ip) addresses were checked and confirmed to be correct. A field service engineer (fse) replaced the main communication board and tested the system, confirming proper operation with staff. The tss then configured the ipv4 settings and tested the drawers according to their zones, verifying that all drawers and doors opened correctly. The system functioned as intended after the technical support specialist and field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open, remote troubleshooting was performed including reboot, cable reseating, and drawer restart, with no key confirmation at that time. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. However, there were no adverse events or injuries reported based on this event.